Manufacturer narrative:
Date inaccurate, only the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer's representative regarding an implantable neurostimulator (ins) for non-malignant pain. It was reported that patient was experiencing difficulty charging- they weren't receiving good coupling when attempting to charge. The representative interrogated the ins with their clinician programmer and it showed that the ins needed to be charged. When the representative positioned the antenna over the ins they saw the "reposition antenna" screen and had poor coupling. Antenna locate gave a range from 74-86 with an average around 76. The representative tried another recharging session after the antenna locate troubleshooting but they were still unable to obtain any bars (even with the patient pressing on the antenna). The representative noted that there was a possibility that during a recent revision the physician might have placed the ins deeper. The patient had some swelling at the site but minimal bandages. They felt the ins site and could palpate some edges of the ins. X-rays were taken and it was determined that the ins was not flipped. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) via a manufacturer representative on (B)(6) 2018 reporting that the coupling issue was not determined. The patient had an anterior-posterior (ap) ax-ray of the stimulation which determined that the battery was facing correctly in the pocket. No further complications were reported.